Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient was hospitalized with symptoms of heart tamponade and pneumothorax, an atrial perforation was suspected. During the follow up it was found thru an echocardiography that the right ventricular (rv) lead had a blood clot, therefore, it was decided that the entire system needed to be removed. During the procedure the atrial perforation was confirmed, however the pericardium was not broken, so the physician was not able to determine the cause of the pneumothorax. No additional adverse patient effects were reported.